Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Built-in reader test was performed and all tests passed. Error message was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of the freestyle libre reader upon test strip insertion and blood sample application. Customer further reported she experienced loss of consciousness, sweating and shaking. The customer was able to self-treat with glucose tablets. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of the freestyle libre reader upon test strip insertion and blood sample application. Customer further reported she experienced loss of consciousness, sweating and shaking. The customer was able to self-treat with glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.